Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of osteolysis and poly wear. Medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of osteolysis and poly wear. Medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 1997 dor: (B)(6) 2004 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Medical records including x-rays were received and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.